Event description:
My husband was in the hosp to have a tracheostomy done and within a few days, the "cuff" would not stay blown up. Interesting enough, I seemed to be the only one concerned about it because he was retaining carbon dioxide. They did replace it but within about a week, week and a half, the very same thing happened again. He has had the trach for about a month and a half now and it seems to be holding o.k. This has been a very scary thing and the medical people did not seem to think anything was wrong with the trach itself or even question that the darn thing could be defective. Personally, I am disgusted with the trach and the medical profession for the way this whole thing was addressed, by the way that should have been a 2-3 day stay turned into six week ordeal. Dates of use: (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: tracheostomy. Event reappeared after reintroduction?: yes.